Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals did not load properly. The seals stayed inside the loading device when staff removed the delivery device. A replacement device was used to complete the procedure. No pt complications were reported by the hosp. This report is for the third seal.

Manufacturer narrative:
Investigation results: the visual inspection showed that the non-folded seal remained inside the loader. The tension spring had been advanced in the loader so that it was pressing on the seal. The plunger had been depressed. The reported failure was confirmed.